Event description:
It was reported that the pump was alarming 'battery depleted' for the second time. Reporter they checked the battery level and it shows full. The patient was redirected to their healthcare provider. This event occurred at the patient's home. No patient harm/adverse event reported.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.